Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damages of the valves were determined. Permeability test: a permeability test has shown that both valves are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves are operating within the specified tolerances in their respective relevant position. Adjustment test: the valves were tested and both valves are adjustable in all pressure settings. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, organic deposits were found in. Results: based on our investigation results, we can determine organic deposits. The deposits had no effect to the technical properties at the time of the investigation. The cause of the aforementioned functional impairment is not known to us at the time of the examination. Organic matter in the cerebrospinal fluid can influence the function temporarily and are a known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an m.blue plus (#fx804t) was implanted during a procedure performed on (B)(6) 2024. According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2024. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.